Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed that the device was not working due to fluid loss. During the revision, a small hole in the cuff was discovered. The aus was explanted and replaced. There were no further patient complications.